Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the equipment noted the flow sensor diaphragm was stuck to the top of the housing. The flow sensor was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.